Event description:
In 2009, the lay user/pt contacted lifescan, alleging the one touch ultra 2 meter read inaccurately high. The medical surveillance specialist contacted the pt to obtain/clarify info. The pt said he obtained a reading over 300 mg/dl four days earlier, in the morning, and a reading of "hi" that night before he went to bed. He says he usually takes 22 units of lantus at night and if the result is around 300 mg/dl, then he would take 28 units. If the result is around 120 mg/dl, then he would not take any lantus. He says he also takes glucophage for his diabetes and adjusts his diet based on meter readings. For example, if he is about to eat something starchy, he checks his blood sugar beforehand to see how much he can eat. Three days earlier, in the morning, around 7:30 or 8 am, the pt allegedly felt sweaty and shaky, symptoms he says are indicative of hypoglycemia for him. He mentioned that he took a reading on his meter at the time and the result was 405 mg/dl. He said he drank some orange juice and felt better 10 minutes later. The pt says he tests his blood sugar 4-6 times per day usually before and after he eats. According to the troubleshooting performed with customer service, the meter was set to the correct unit of measure at the time of testing. This complaint is being reported because the pt alleges readings that were inaccurately high, took insulin based on the results, and suffered symptoms indicative of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.